Manufacturer narrative:
The reported complaint of "a possible icy catheter (lot #184223) balloon leak" was not confirmed during functional testing. No leak or malfunction was observed during testing, and the catheter functioned as intended. Visual inspection of the returned catheter was performed. No physical damage was found on the catheter. Observed blood residues on the balloons and in the luer tubings. A functional pressure leak test of the returned catheter was performed. The catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi, and no issues were observed. The balloons did not leak during inflation and deflation, the catheter functioned as intended. All infusion ports and lumens were flushed without resistance, except the medial luer tubing, due to blood clogging.

Event description:
An ivtm therapy was initiated for a 68-year-old male post-cardiac arrest patient (weight: 109 kg). An icy catheter (lot #184223) was placed into the right femoral vein with no evident complications per the physician. After 2 hours of therapy, the hospital staff noticed the returning ns (normal saline) was yellow in the start-up kit (suk) (lot #185857) tubing. There was no saline loss noted from the saline bag. Zoll clinical field trainer advised the customer of a possible catheter balloon leak and recommended placing the thermogard xp ivtm system in standby mode to replace the catheter. The customer notified the physician to replace the catheter. The catheter and the saline bag were replaced to continue and complete the ivtm therapy. The dwell time of the catheter at the time of removal was 5 hours. The patient is responsive, and all vital signs are stable. No adverse events or rhythm anomalies were witnessed.